Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading received by a hcp. She further reported that on (B)(6) 2019 she received a sensor result of 42 mg/dl. Customer was feeling ¿dizzy¿ so she self-treated with a glucose tablet. Customer had contact with a hcp at a hospital and a reading of 161 mg/dl was received on an unspecified meter. She was treated with an infusion of ¿gofran¿ 4 ml. In 0.45 normal saline. No other treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a lower reading from her adc freestyle libre sensor than a reading received by a hcp. She further reported that on (B)(6)2019 she received a sensor result of 42 mg/dl. Customer was feeling ¿dizzy¿ so she self-treated with a glucose tablet. Customer had contact with a hcp at a hospital and a reading of 161 mg/dl was received on an unspecified meter. She was treated with an infusion of ¿gofran¿ 4 ml. In 0.45 normal saline. No other treatment was reported. There was no report of death or permanent injury associated with this event.